Event description:
Bacteria result is not crossing to lis. A sample that had 3120 bacteria/ul. Uf reported rank of 2+ and lis received a value of none from (B)(4). Customer indicated two results came over for the sample. The first was correct and the second result was "none seen." No report of injury seen with this report.

Manufacturer narrative:
(B)(4) rules fired and second rule converted bacteria result to negative. The cause of this event is not known at this time.